Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer received battery out limit alarm. The caller was assisted in clearing the alarm but the alarm recurred. The caller stated that the customer's blood glucose reached over 500 mg/dl. The customer's blood glucose was 527 mg/dl at the time of call. The insulin pump will not be returned for analysis.